Event description:
As reported by the perfect study, a 60-year-old female (subject (B)(6)), an active smoke with chronic obstructive pulmonary disease (copd), hypertension, and a history of previous myocardial infarction, underwent a mechanical thrombectomy of the right m1 segment of the middle cerebral artery on (B)(6) 2022. The baseline nih stroke scale score was 18 and the modified rankin scale (mrs) was 0. The baseline stroke event was documented to have occurred on (B)(6) 2022 for which the patient was treated with IV tissue plasminogen activator (tpa). The suspected origin of embolism was cardioembolic. The target occlusion was on the right m1 segment. The embovac with adapt was attempted to be used as the first line of treatment for intracranial clot removal. There were two (2) passes made with the 132cm embovac 71 aspiration catheter (ic71132ca/ 30594712). The pre-pass modified treatment in cerebral infarction (mtici) score for the 1st pass was 0. Pump aspiration was performed with no clot retrieved. The post-pass mtici score after the 1st pass was 1. During the 2nd pass, pump aspiration was again performed which resulted to a clot retrieval via the aspirate. This was sent to the central lab for testing. The resulting post-pass mtici score after the 2nd pass was 2a. For both passes, a 6fr neuronmax long sheath was utilized for both passes. No change of device, balloon guide catheter, or stent retriever was used during the procedure. There were no study device deficiencies reported. However, two (2) adverse events were reported for the patient. A perforation (not serious per investigator¿s assessment) occurred on (B)(6) 2022 and a subarachnoid hemorrhage happened on (B)(6) 2022. The patient did not receive any intervention/ treatment for the hemorrhage, and this event was considered by the investigator to be neurological or cerebrovascular in nature. No other information was provided. Additional information was received based on the later entries made in the procedure per pass log crf page. The data entered in the crf for the ¿aspiration from ls:¿ field for the 1st and 2nd passes were changed from ¿manual¿ to ¿mechanical pump¿. The time for the post-pass mtici score was changed from ¿19:35¿ to ¿19:38¿ for the 1st pass and from ¿19:45¿ to ¿19:59¿ for the 2nd pass. The 1st and 2nd pass data entries were updated to reflect that no guidewire and only a microcatheter was used inside the embovac to access clot location. Additional information was received based on the later entries made regarding the adverse event of perforation. The end date was entered as ¿(B)(6) 2022¿ and the patient¿s outcome has been entered as ¿recovered/ resolved¿. It was further assessed by the investigator as moderate in severity, possibly related to the study device, with causal relationship to the primary study procedure, and not considered to be neurological or cerebrovascular in nature. This event did not result to the subject¿s discontinuation of the study. The field asking, ¿if this event resulted in clot retrieval, was the clot collected for analysis?¿ was answered with "no". The data entered for the question ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol, investigator brochure, and instructions for use, is the adverse event expected/ anticipated?¿ has been changed from blank to "n/a (does not meet above criteria)". Additional information was received based on the later entries made regarding the adverse event of subarachnoid hemorrhage. The patient¿s outcome was entered to be ¿recovering/ resolving¿. The event was also further assessed by the investigator as not serious, moderate in severity, possibly related to the study device, causally related to the primary study procedure, and considered to be neurological or cerebrovascular in nature. However, there were no reported changes in the nihss scoring such as =4 points increase in total nihss at the time of diagnosis compared to immediately before worsening or =2 point increase in one nihss category. No medication treatment, intubation/ hemicraniectomy/ evd placement, or other major medical/surgical intervention was provided to the subject for this event. It also did not result in the subject¿s discontinuation from the study nor to any clot retrieval. The data entered for the field ¿is there an absence of an alternative explanation for deterioration?¿ was answered as ¿no¿. The field asking, ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol, investigator brochure, and instructions for use, is the adverse event value expected/anticipated" has been changed from blank to "n/a (does not meet above criteria)"

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, race, and ethnicity was not reported. Patient identifier: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: pc-(B)(6). Updated sections on this medwatch: b4, b5, g3, g6, h2, h6 and h10. Section b5: additional information was received on 06-oct-2022 indicating that the data entered for the site awareness date of the subarachnoid hemorrhage ae was changed from ¿(B)(6) 2022¿. The following values were updated for the previously reported ae of perforation: site awareness date from (B)(6) 2022¿ and the adverse event term from ¿perforation¿ to ¿perforation m2 branch of the right middle cerebral artery, probable perforation by navigation of the microguide". Additional information was again received on 07-oct-2022 regarding the ae of perforation m2 branch of the right middle cerebral artery. The data for the field question ¿was the adverse event neurological or cerebrovascular in nature?¿ was changed from ¿no¿ to ¿yes¿. No reported changes in the nihss scoring (=4 points increase in total nihss at the time of diagnosis compared to immediately before worsening or =2 point increase in one nihss category). Complaint conclusion: as reported by the perfect study, a 60-year-old female (subject 01208-009), an active smoker with chronic obstructive pulmonary disease (copd), hypertension, and a history of previous myocardial infarction, underwent a mechanical thrombectomy of the right m1 segment of the middle cerebral artery on (B)(6) 2022. The baseline nih stroke scale score was 18 and the modified rankin scale (mrs) was 0. The baseline stroke event was documented to have occurred on (B)(6) 2022 for which the patient was treated with IV tissue plasminogen activator (tpa). The suspected origin of embolism was cardioembolic. The target occlusion was on the right m1 segment. The embovac with adapt was attempted to be used as the first line of treatment for intracranial clot removal. There were (B)(4) passes made with the 132cm embovac 71 aspiration catheter (ic71132ca/ 30594712). The pre-pass modified treatment in cerebral infarction (mtici) score for the 1st pass was 0. Pump aspiration was performed with no clot retrieved. The post-pass mtici score after the 1st pass was 1. During the 2nd pass, pump aspiration was again performed which resulted to a clot retrieval via the aspirate. This was sent to the central lab for testing. The resulting post-pass mtici score after the 2nd pass was 2a. For both passes, a 6fr neuronmax long sheath was utilized. No change of device, balloon guide catheter, or stent retriever was used during the procedure. There were no study device deficiencies reported. However, (B)(4) adverse events were reported for the patient. A perforation (not serious per investigator¿s assessment) occurred on (B)(6) 2022 and a subarachnoid hemorrhage happened on (B)(6) 2022. The patient did not receive any intervention/ treatment for the hemorrhage, and this event was considered by the investigator to be neurological or cerebrovascular in nature. No other information was provided. Additional information was received based on the later entries made in the procedure per pass log crf page. The data entered in the crf for the ¿aspiration from ls:¿ field for the 1st and 2nd passes were changed from ¿manual¿ to ¿mechanical pump¿. The time for the post-pass mtici score was changed from ¿19:35¿ to ¿19:38¿ for the 1st pass and from ¿19:45¿ to ¿19:59¿ for the 2nd pass. The 1st and 2nd pass data entries were updated to reflect that no guidewire and only a microcatheter was used inside the embovac to access clot location. Additional information was received based on the later entries made regarding the adverse event of perforation. The end date was entered as ¿(B)(6) 2022¿ and the patient¿s outcome has been entered as ¿recovered/ resolved¿. It was further assessed by the investigator as moderate in severity, possibly related to the study device, with causal relationship to the primary study procedure, and not considered to be neurological or cerebrovascular in nature. This event did not result to the subject¿s discontinuation of the study. The field asking, ¿if this event resulted in clot retrieval, was the clot collected for analysis?¿ was answered with "no". The data entered for the question ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol, investigator brochure, and instructions for use, is the adverse event expected/ anticipated?¿ has been changed from blank to "n/a (does not meet above criteria)". Additional information was received based on the later entries made regarding the adverse event of subarachnoid hemorrhage. The patient¿s outcome was entered to be ¿recovering/ resolving¿. The event was also further assessed by the investigator as not serious, moderate in severity, possibly related to the study device, causally related to the primary study procedure, and considered to be neurological or cerebrovascular in nature. However, there were no reported changes in the nihss scoring such as =4 points increase in total nihss at the time of diagnosis compared to immediately before worsening or =2 point increase in one nihss category. No medication treatment, intubation/ hemicraniectomy/ evd placement, or other major medical/surgical intervention was provided to the subject for this event. It also did not result in the subject¿s discontinuation from the study nor to any clot retrieval. The data entered for the field ¿is there an absence of an alternative explanation for deterioration?¿ was answered as ¿no¿. The field asking, ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol, investigator brochure, and instructions for use, is the adverse event value expected/anticipated" has been changed from blank to "n/a (does not meet above criteria)" additional information was received on 06-oct-2022. The data entered for the site awareness date of the subarachnoid hemorrhage ae was changed from ¿(B)(6) 2022¿. The following values were updated for the previously reported ae of perforation: site awareness date from ¿(B)(6) 2022¿ and the adverse event term from ¿perforation¿ to ¿perforation m2 branch of the right middle cerebral artery, probable perforation by navigation of the microguide". Additional information was received on 07-oct-2022 regarding the ae of perforation m2 branch of the right middle cerebral artery. The data for the field question ¿was the adverse event neurological or cerebrovascular in nature?¿ was changed from ¿no¿ to ¿yes¿. No reported changes in the nihss scoring (=4 points increase in total nihss at the time of diagnosis compared to immediately before worsening or =2 point increase in one nihss category). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30594712 number, and no non-conformances related to the malfunction were identified. Hemorrhage and vessel perforation are known potential complications associated with the use of the embovac aspiration catheter and are listed in the instructions for use (IFU) as such. The procedure of mechanical thrombectomy can at times be associated with several procedural complications, including vessel injury, and postprocedural intracranial hemorrhage. There is no indication that the device malfunctioned as there is no device deficiency reported. Per the investigator¿s assessment of these events, both have been causally related to the primary study procedure and possibly related to the embovac study device. Therefore, the relationship of the embovac to the reported events cannot be excluded. Hence, this event meets MDR reporting criteria. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.